Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event the tulip of the stent did not unfold and part of the stent came off.

Event description:
Supplemental report is being submitted as a cancellation report following the additional information received on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant does not read/follow instructions). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
E1, f5: phone number: (B)(6). Supplemental report is being submitted as a cancellation report following the additional information received on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant does not read/follow instructions). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.